Manufacturer narrative:
Based on the discussion between the ge healthcare technician and clinical engineer, it was determined that the ventilator module exchange unit is faulty. The ventilator module exchange unit is recommended to be replaced.

Event description:
The hospital reported that the ventilator stopped working twice during use. There was no reported patient involvement/injury. The unit was connected to the pulmonary simulator.